Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reverting to the set up mode when attempting a blood test. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began approximately 7-8 months ago. The patient reported that she manages her diabetes with metformin 1000mg twice per day. The patient claimed she continued with her usual diabetes management routine. On (B)(6) 2014 at an unknown time, the patient claimed that she ¿passed out¿ while at work. It would have been helpful to know when the last time she had tested her blood glucose and what device was used. The patient claimed she was taken to the hospital and although she stated, she was tested using a hospital meter, she did not recall the result obtained. The patient could not recall the form of treatment received while in the hospital or the date/time the treatment was given. At the time of troubleshooting, the cca noted that the battery was not recently replaced. The alleged issue remained unresolved. Replacement products were sent to the patient and subject products are pending return for investigation. Despite repeated attempts the patient was unavailable for a follow up call. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged issue began.